Event description:
Patient reported obtaining back-to-back blood glucose results of 279 mg/dl, 140 mg/dl, and 156 mg/dl, while using the suspect device. Patient indicated that, based on these values, she took an additional 5 mg of an oral diabetic medication. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.